Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 40 mm in diameter abdominal aortic aneurysm. Right and left iliac arteries had severe calcification with a small distal aorta. It was reported that the stent graft was successfully deployed. The difficulty occurred when the physician attempted to recapture the taper tip and it appeared to get stuck just distal to the aortic bifurcation. Eventually the taper was recaptured without incident though there was injury to the femoral arteriotomy and the surgeon was perplexed as to why the recapture was difficult. The sheath fell out of arteriotomy and vessel was damaged when reinserted to establish hemostasis. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: removal difficulties, perforation, small distal aorta and severely calcified iliac arteries, for device removal. Eval conclusion: device failure/lack of effectiveness related to pt condition (small distal aorta and severely calcified iliac arteries), not follow instructions for device removal. Eval summary: the sheath was straight and free of kinks. The tip and spindle were recaptured into the graft cover. All components were in place and the device was unremarkable. During eval, the deployment and recapture mechanisms worked fine as expected. There were no manufacturing issues found that could have contributed to the complaint. The removal difficulties may have been related to vessel morphology or use technique.